Event description:
Device 2 of 3. Reference MFR report: 3008829311-2017-00260. Reference MFR report: 3008829311-2017-00262. It was reported the patient experienced ineffective stimulation. The patient¿s system was subsequently explanted.